Event description:
In 2004, a model 324 aspirator failed to operate. An inspection of the device revealed a defective diode. The diode was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.